Event description:
It was reported during preventive maintenance that the cs300 iabp displayed error 7. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device-problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field- e1- initial reporter name- (B)(6). Event site name and address-(B)(6). The fse replaced the power supply. The unit passed all functional test.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) displayed an error # 7 related to "maintenance required # 7 (power supply fan failure)". No patient was involved, and no harm was reported.